Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by using another system. The philips field service engineer (fse) inspected the system onsite and performed troubleshooting, which revealed dram (dynamic random access memory) malfunction within the detector. The review of system log files indicated that the connection was lost with fd controller. To resolve the issue, the fse replaced fd20 detector and returned the faulty detector for part analysis, which confirmed panel defect and low voltage condition with the detector. After the replacement, the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images had strong artifacts, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.